Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Event description:
A baxter sales representative reported to baxter corporate product surveillance that a one-link IV connector had the extension set popped off of the angiocath. The nurse had reported, to the sales representative, that blood was observed on the angiocath's lip, which (according to the nurse) may be causing a loose connection. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available at this time.